Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test and displacement test or verify unexpected restart alarm due to blank display.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart alarm. The customer¿s blood glucose unknown. Troubleshooting was done for alarm and customer was receiving another alarm after changing battery. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.